Manufacturer narrative:
Evaluation summary: as received, the valve tissue was cut off. Four pieces of tissue were returned; they average in size on average 3-4mm by 5-6mm. Approximately 2-5mm of tissue remains intact along the attachment. Calcification is detected in the remaining intact tissue and in the loose five pieces. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 2mm. Host tissue overgrowth is minimal to moderate at the stent outflow. The x-ray demonstrates calcification. A device history record review was not possible due to no lot/serial number was provided.

Manufacturer narrative:
Device not returned. This event was learned through the edwards "implant patient registry". This information is collected for tracking purposes. This event was not reported as a "complaint". Requests for additional information, operative report and pathology report were made on 07/23/10, 07/27/10, and 08/13/10 with no response. Investigation is ongoing. The device history record (DHR) review is currently in process.

Event description:
Per report, a (B)(6) female underwent explant of an aortic valve that was implanted six years prior. The valve was sent to pathology and will be sent to edwards after pathology is complete. No additional information was available at the time of the report.

Event description:
Same case as MFR#: 2134265-2010-03649, 2134265-2010-03706, 2134265-2010-03708. It was reported that during placement of an abscess drainage catheter for a liver abscess, a perforation occurred. An f/g 0.018 platinum nitinol guide wire was being used. The physician stated he loaded the guide wire with the proximal end first due to how the guide wire is loaded in the packaging hoop the tip of the guide wire caused a perforation of the liver hilus. The physician then pulled three additional platinum nitinol guide wires and confirmed they were packaged the same. These guide wires were not used. The procedure was completed and the patient was hospitalized and reported as stable.